Manufacturer narrative:
(B)(4). Customer will not return the product;customer is satisfied with the product performance. Most likely underlying root cause of malfunction: user had high glucose value that is indicated on error message e-5 due to user has very high glucose value. Manufacturer contacted customer for knowing customer's condition;customer condition has improved; customer did not seek medical attention; customer is asymptomatic on the call time; customer treated herself to stabilize the blood glucose levels. Customer was offered to replace the product; customer expressed satisfaction with the current meter.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer stated that has been feeling symptoms of extremely high blood glucose levels but did not verify specific symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms.